Event description:
The manufacturer received information alleging a ventilator was not charging its battery to full capacity. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation. The device's battery charge limit was reset to 100% to address the battery charging issue.